Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report an "ECG equipment malfunction" where the device does not recognize that the ECG trunk cable is connected to the device. There was no pt involvement.